Event description:
It was reported that during procedure this fiber would not fire. Physician tried unplugging and plugging in again but it still didn't work. Procedure was completed with another of same fiber. There were no patient complications. Analysis of the returned fiber identified a fracture within the fiber connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found the fiber was received in one piece. The fiber measured 290 cm from the tip of the fiber connector to the end of the end of the fiber tip. The exposed glass tip measured 4 mm and had normal degradation. During functional testing, light from the sma connector was distorted, indicating a fracture within the connector. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the analysis results of the fiber, the reported event is confirmed. As per the product analysis, procedural conditions and handling of the device may have contributed to the fiber connector damage. According to the device instructions for use, hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the spot is weak or not visible, do not use and return the device to boston scientific for replacement.